Event description:
It was reported that partial deployment, removal difficulty, stent fracture occurred requiring additional intervention. The 95% target lesion was located in a severely tortuous and severely calcified superficial femoral artery. The patient's anatomy was considered challenging, as the terminal aorta was steep and both iliac arteries were severely tortuous. A 7 x 150 mm, 130 cm eluvia drug-eluting vascular stent system was advanced with a 0.014-inch guidewire using a crossover approach. Approximately 2 cm of the stent tip was deployed when a deployment failure occurred. The deployment mechanism did not function as intended; the exact cause could not be confirmed, though separation at the joint between the thumb wheel and the middle shaft was suspected, preventing further deployment. A 6f non-boston scientific 45 cm sheath was advanced as close as possible in an attempt to retrieve the entire system; however, the already deployed stent segment could not be retracted. During retraction attempts, the tip of the stent separated. Snare retrieval was attempted, but complete removal was not achieved. The procedure was completed by compressing the stent against the vessel wall using a non-boston scientific stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the eluvia device was returned for analysis. A visual and tactile examination identified multiple outer sheath kinks. The device was received with the stent partially deployed on the delivery system, which confirms the deployment issue. The stent was noted to be damaged, which confirms this complaint incident. The markers are not present on the stent which is evidence of a stent fracture and separation. The distal section of the stent was not returned. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse. A break was noted in the rack of the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the eluvia device confirmed that the event of stent- partially deployed, stent -difficult to remove and stent -fracture are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause adverse event related to patient condition, based on both the results of product analysis and there being no reported device interaction/damage or issue until deployment was attempted at the 95% stenosed, severely tortuous and severely calcified lesion site. This would suggest that the challenging patient anatomy/lesion characteristics most probably contributed to the deployment difficulty and the difficulty to remove the device. The damage to the stent most likely occurred when the user applied excessive force when attempting to withdraw the device through the sheath during removal.

Event description:
It was reported that partial deployment, removal difficulty, stent fracture occurred requiring additional intervention. The 95% target lesion was located in a severely tortuous and severely calcified superficial femoral artery. The patient's anatomy was considered challenging, as the terminal aorta was steep and both iliac arteries were severely tortuous. A 7 x 150 mm, 130 cm eluvia drug-eluting vascular stent system was advanced with a 0.014-inch guidewire using a crossover approach. Approximately 2 cm of the stent tip was deployed when a deployment failure occurred. The deployment mechanism did not function as intended; the exact cause could not be confirmed, though separation at the joint between the thumb wheel and the middle shaft was suspected, preventing further deployment. A 6f non-boston scientific 45 cm sheath was advanced as close as possible in an attempt to retrieve the entire system; however, the already deployed stent segment could not be retracted. During retraction attempts, the tip of the stent separated. Snare retrieval was attempted, but complete removal was not achieved. The procedure was completed by compressing the stent against the vessel wall using a non-boston scientific stent. There were no patient complications as a result of this event.